Event description:
It was reported that during treatment with prismaflex st100 set, the blood line disconnected from the set, resulting in a "small amount of external blood leakage. The nurse reconnected and the blood was returned to patient, and the set was disconnected the from machine. It was also reported that there was the second prismaflex st100 set with the same issue, however the defect was noted after opening the over pouch. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection observed that the return line was disconnected from the screwed connector. There is no mark of solvent on the tubing and the disconnection, due to absence of solvent. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.